Event description:
Wife reported that pt experienced frequent episodes of hypoglycemia beginning on (B)(6) 2011, including readings of 29, 19, and 37 mg/dl. He treated hypoglycemia by eating honey or candies and turning off the infusion device. Early on (B)(6) 2011, pt had severe hypoglycemia of 37 mg/dl and was unable to talk or walk and had confusion, weakness, and drowsiness. Pt was transported to the hospital where he was admitted and provided unk treatment. Wife reported physician is monitoring pt's recovery and has not suspended use of the infusion device. The basal rates have not been adjusted for 3 years, and physician suspects that the basal dose is inadequate. Pt did not have changes to his diet, routine, or emotional factor that would have contributed to the event. A health care professional reviewed the infusion device system on (B)(6) 2011 and confirmed the system was functioning as intended. She found large amounts (10-12 units) of applied boluses over the weekend, which is when pt experienced hypoglycemia. Pt has also delivered other boluses in small time intervals, and health care professional believes hypoglycemia might have been due to these. The basal rates were decreased from 11:00 a.m.-5:00 p.m as pt contributed to experience hypoglycemia during these hours while in the hospital. Pt was to schedule a medical consult, as well, to review insulin to carbohydrate ratios. No product will be returned for eval, and no additional info was provided.

Manufacturer narrative:
No product will be returned for eval. This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.